Event description:
A high reading issue was reported with the use of the adc device. The customer obtained a sensor scan of 137 mg/dl which was higher compared to an unspecified fingerprick result from a competitor brand meter. The customer felt hypoglycemic and lost consciousness, requiring treatment of glucagon provided by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.